Manufacturer narrative:
Based upon the inquiry info received and the visual examination, no conclusion could be reached as to why the rpt'd instrument "would not form staples into cooper's ligament" during surgery. The instrument was received empty and no functional testing could be performed. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may malform or reflect if the trigger is not precocked to allow the staples to penetrate or if the staple is fired into a hard object, such as bone. The co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic hernia repair the eas stapler would not form staples into coopers ligament. A second eas was opened to complete the case. There was no consequence to the pt.